Manufacturer narrative:
A visual evaluation of the returned device found that the stent had some blackened areas. The most proximal section of the stent was broken, including the barb. The broken section had evidence that stent was strangulated with another device. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The damages found on the stent are typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with snare, excessive force to remove it can cause the stent breakage. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ rx biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. It is unknown how long the stent was implanted in the patient for. According to the complainant, while the physician was removing the stent during the planned removal procedure, the stent broke into pieces inside the scope. They removed the scope out of the patient to remove the broken stent pieces. No pieces of the device broke off and fell into the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ rx biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. It is unknown how long the stent was implanted in the patient for. According to the complainant, while the physician was removing the stent during the planned removal procedure, the stent broke into pieces inside the scope. They removed the scope out of the patient to remove the broken stent pieces. No pieces of the device broke off and fell into the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".